Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v972376, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v972376, implanted: (B)(6) 2012, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
There were low out of range impedance measurements. Electrodes 0 and 3 showed 34ohms. The patient was programmed at 2-3+ and the patient was doing well. It was noted that patient was complicated in the past. He was in a wheel chair but now he was walking with a cane. There has been no falls or trauma. Additional information has been requested.